Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The grandmother reported via phone call that the customer had a sensor anomaly. The caller stated two sensors did not release from the inserter during sensor insertion. The customer's blood glucose was 130 mg/dl. The caller also reported they were unsure if the catch arm was bent. It was found the inserter was able to release the needle hub/sensor during troubleshooting. The caller also reported, the customer was hospitalized one month prior for high blood glucose. It was found the customer did not receive their basal rates, causing the hospitalization. The sensor will not be returned for analysis.